Manufacturer narrative:
No button error alarm anomaly noted during testing. The insulin pump had intermittent button/keypad response due to moisture damage on keypad trace.

Event description:
The customer reported via phone call that they received a button error alarm and up arrow button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.